Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an enterococcus bacteremia infection in (B)(6) 2020. No further information was reported.

Event description:
The patient was admitted on (B)(6) 2020, with symptoms of fatigue and syncope. Cultures resulted methicillin-resistant staphylococcus aureus (mrsa) bacteremia. The source of the infection was unclear. The infection was treated with 6 week course of vancomycin. The patient entered hospice after the treatment concluded. No further information was reported.

Manufacturer narrative:
Section b2, b3, h4: correction. Section b5, h6 (patient codes): additional information. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.